Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead was oversensing noise, which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.